Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025 at around 8:00 pm, the patient¿s cgm displayed a brief sensor issue wait for 3 hour message. The family relied on a bg meter to check his blood glucose, and the last recorded bg reading was 127 mg/dl at approximately 9:00 pm. At around 12:00 am on (B)(6) 2025, the patient experienced nausea, vomiting, and confusion. His family did not check his blood glucose via fingerstick and took him to the hospital, while his cgm was still showing brief sensor issue. In the ER, his blood glucose was tested and found to be 700 mg/dl. He was administered an insulin drip and anti-nausea medication (brand not provided) and was admitted to the ICU, where he stayed for two days. At the time of the report, the patient was weak but better. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.